Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not functioning properly; the motor speeds were not stable, the unit was out of calibration, and the control bar was bent. The motor, control bar, thickness control shaft, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that this occurred during surgery, weak cutting adjustment and missing allen key. There was no patient harm or delay. Investigation showed low motor speed. No adverse event was reported as a result of this malfunction.